Event description:
Customer's mother reported via phone call that customer had high blood glucose of 300 mg/dl. Customer's blood glucose had been 500 mg/dl. Troubleshooting was performed for high blood glucose. Customer did not have a tubing clamp in order to continue troubleshooting. Caller was advised that tubing clamp would be sent and to call when in receipt. Caller also reported keypad anomaly. Caller reported that the act button responded intermittently. Caller was advised that insulin pump would need to be replaced..

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.